Event description:
Customer reports that insulin pump was not showing the correct amount of insulin in reservoir. Customer was advised that amount may not be one hundred percent accurate. Customer also reports that insulin pump did not alarm "no delivery" when he attempted to give himself a bolus with no insulin. Customer declined troubleshooting due to not wanting to change infusion set at the moment. Customer states he will call back when it was time to change infusion set. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.